Event description:
It was reported that a spectrum pump "turned off after unplugged during therapy" in the chemotherapy infusion center (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury. This complaint will refer to the battery that was in use during the event.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.